Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 6th of march 2017 for further investigation. During the investigation the fse checked the sample probe for proper aspiration of sample by small syringe and no errors were noted. Fse then replaced both seals in injectio valve but the reported error still existed. Then the fse found wash leaking out of the tubing from rotary valve (r4 connection) to the bottom of pump. A re-routing of the tubing was performed to temporarily get the customer up and running. The fse had to replace the ferrule at the pump connection. Then the fse discovered serveral wire connections burned and the pins in the connectors were burned to a point where the pins remained in the female part of the connector. Area supervisor was informed of the findings during the investigation and requested the instrument to be replaced. Instrument was replaced and no further action is required by the fse. The most probable cause of the reported event was due to operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 the customer reported low total area and missing peaks on their g8 instrument. Customer indicated they have replaced the filter and all buffers on the instrument. Also, customer ensured that the correct suction straw is in the correct buffer bag. The column count is 2400 and the pressure is 7.5 with no leaks on found on the instrument. The technical support group (tsg) advised the customer to replace the sample probe and call back with results. Customer called back and indicated that they have replaced the sample probe and reversed the column and but there was no change with the results they are still exhibiting low total area and missing peaks. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.